Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following correction has been updated in this report. Section "UDI number" in box d has been updated/corrected.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. There were some secondary findings like dirt, dust. The device was scrapped. In this report, box d, g, h has been updated/corrected.